Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting high pacing impedance (>3k ohm), less than 15 ohms lead shocking impedance, elevated pacing thresholds and pacing abnormalities.